Event description:
It was reported that drill bit snapped during hip replacement.

Manufacturer narrative:
The associated complaint device was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned 2.5 mm drill bit quick coupling gold. The drill bit is fractured at the reaming flutes. The fractured piece was not returned with this complaint. This instrument was manufactured in 2009, and it exhibits signs of significant use and wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.